Event description:
It was reported the patient came for follow-up after the lead integrity alert alarm was triggered by rv pacing impedance measurements up to 1200 ohms. The sensing integrity counter was up to 800 and very high rv capture threshold up to 8 v @ 0.5 msec was noted. The lead was capped, abandoned and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.